Manufacturer narrative:
(B)(4).

Event description:
Information received from a manufacturer representative reported that the patient regularly experienced interrupted stimulation (attacks and failure) and lack of stimulation which then suddenly restarted with shocks. The impedances were "perfect" (between 776 and 925 ohms) and the battery status was ok. The manufacturer representative, as well as the doctor and nurse, have repeatedly checked out the patient but cannot find anything abnormal. Review of the data obtained on (B)(6) 2016 indicated there were no por or oor messages registered. Furthermore, the current battery voltage was 2.96 v. The patient was ok but complained of "shocking on/off stim".